Manufacturer narrative:
Device is a combination product. Device code (B)(4) relates to component code 515. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the delivery system and was not returned for analysis. A review of the manufacturing data was performed and the maximum crimped stent profile as per manufacturing data was found to be within the specification. This data verifies that the stent was crimped on the balloon catheter during the manufacturing process. A review of the specified inside diameter of the stent protector was determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. It is most likely that stent detachment occurred during handling of the device following removal of the stent protector. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp markings were evident on the balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that device component was missing. A 2.25 x 24 synergy ii drug-eluting stent was selected for use. However, when the device was pulled out of the package, it was noticed that there was no stent on the delivery balloon. The device was never used inside the patient. The procedure was completed using another of the same device. No patient complications were reported. However, returned device analysis revealed stent detached.